Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent to a lesion in the om with moderate tortuosity but met resistance, excessive force was used but the stent could not cross the lesion. The device had been inspected before use with no issues noted. When the physician removed the delivery system it was noted that the stent had dislodged and was floating in the vessel. The physician attempted to snare the stent but it was caught in a previously deployed stent. The physician then used a balloon and another resolute stent to crush the stent to the vessel wall. Another resolute was also deployed in the vessel afterwards. Angiographically the outcome was favorable and the patient tolerated the procedure and was discharged without incident. Physician did not believe the product was to blame and felt the same outcome would have occurred with any stent.

Manufacturer narrative:
Evaluation, results: failure to follow instructions ¿ excessive force was used in an attempt to deliver the stent across the target lesion. (Deformation problem). Conclusions: failure to follow instructions ¿ excessive force was used in an attempt to deliver the stent across the target lesion. (B)(4).

Event description:
Evaluation summary: crimp impressions were visible along the working length of the balloon of the delivery system. The stent was not returned for evaluation.

Manufacturer narrative:
Evaluation, results: patient¿s condition affected effectiveness of device (lesion morphology - vessel resistance, tortuosity). Inherent risk of procedure (stent embolism). Related to operational context (possible that the dislodged stent caught on previously deployed stent during attempted delivery). (No device received for evaluation). No results available since no evaluation was performed (device or procedural images not returned for review). Evaluation, conclusions: device failure related to patient condition (lesion morphology - vessel resistance, tortuosity). Known inherent risk of a procedure (stent embolism). Operation context contributed to stent (possible that the dislodged stent caught on previously deployed stent during attempted delivery) 67: unable to confirm compliant (device or procedural images not returned for review). (B)(4).